Manufacturer narrative:
Eval summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed no anomalies were found. No operational or functional failure was detected and the product was within spec.

Event description:
According to the initial reporter, the pt expired during hospital treatment on (B)(6) 2013. Reportedly, the suspect medical device was in use at the time of death. No add'l info has been provided at this time. The MFR has requested info regarding the prescribed drug type and infusion rate, cause and time of pt death and reason for pt hospitalization. This info has not been made available by the initial reporter by reporter at the time of this report.